Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: material no: 20019e, batch no: 20115020. I received 2 smartsite extension sets this morning that are not flushing.